Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the left ventricular lead exhibited out-of-range high impedance. The patient was brought into the clinic. Upon interrogation, the lead exhibited noise, and was reproducible with isometrics; the impedance measurement returned to normal. No intervention had been performed, and the patient remained asymptomatic.